Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had been added created a gap that prevented the freezer from closing. This caused the freezer to ice up, and the medication could no longer be stored in it until the smart remote manager was repaired. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the freezer door was slightly opened with the gasket not making full contact at the corner despite rm being locked. A field service engineer adjusted housing alignment and tightened nuts inside rm. The system functioned as intended after the field service engineer troubleshot the device.